Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). It was noted the patient had a lead in her brain, and she did not feel stimulation. The last successful recharge was over one month prior to the report and the patient stated that she typically recharged every 2-3 weeks. The reason for not charging was patient education. There was a poor communication screen on the patient programmer and the patient was unable to recharge using the recharger. Relevant medical history included other chronic intractable pain in the trunk or limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.